Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms#: 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed no damage on top case. No damage on bottom case. Plunger head is cracked by all screws. Customer?s reported issue was not duplicated after multiple flow and occlusion tests. The root cause of the reported issue was determined to have been caused by normal wear of the drive train. The pump is over ten years old and in need of maintenance. Actions taken to mitigate the reported issue: replaced worm coupling, gear, motor mount and changed teflon washers with a delrin one as a preventative measure, parts were over five years old. UDI information is unknown.

Event description:
It was reported that device is in need of service and repair. No patient injury reported.